Event description:
The customer reported, "software issue machine is down." The fse noted, "system did not boot, user application inhibited." There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.